Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose and ketones; however, no specific blood glucose value was provide. Reportedly the pump failed to alert that insulin delivery was not delivering properly or suspended. Multiple unsuccessful attempts were made to follow up with the customer to complete troubleshooting. No additional information was provided on the reported event.

Manufacturer narrative:
Due to corrupted pump logs, the reported issue could not be confirmed during device evaluation. However, a different issue was identified. On 1/13/17 follow up: reportedly, customer went to the ER for supplies only. Customer did not receive any treatment. Customer's pump was not in use and customer was using manual injections for insulin therapy while awaiting a pump replacement.